Event description:
Per the surgical tech, the initial procise ez view was "acting like a bipolar. The irrigation did not work. It clogged up right away." However, the second procise ez view that was opened worked perfectly.